Manufacturer narrative:
Qn#: (B)(4). Potential lot number: 71f18l1821 / 71f19d0822 / 71f19a0570.

Event description:
A patient was transferred from one facility to another facility on (B)(6) 2020. The patient had a femoral cvc insitu (cs-15703-e). On the same day ((B)(6) 2020) the nurse found the blue end port/hub of the medial 18ga line had broken off in patients' bed with line unclamped. Line was quickly clamped, and cvc removed.

Event description:
A patient was transferred from one facility to another facility on (B)(6) 2020. The patient had a femoral cvc insitu (cs-15703-e). On the same day ((B)(6) 2020) the nurse found the blue end port/hub of the medial 18ga line had broken off in patients' bed with line unclamped. Line was quickly clamped , and cvc removed.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided five photos for investigation. The photos show that the medial hub had separated from the extension line. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the luer hub separation was confirmed through examination of the customer supplied photo. The images showed that medial hub had separated from the extension line; however, the actual complaint sample was not returned for evaluation. A device history review was completed based on sales history with no evidence to suggest a manufacturing related cause. The probable cause of the separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observed on the juncture hub and inside the proximal extension line. Visual analysis revealed that medial extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged, consistent with undue force being applied to the extension line. The catheter body from measured 217mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The medial extension line inner diameter measured 1.4478mm, which is within the specification limits of 1.42mm-1.50mm per the medial extension line extrusion graphic. The medial extension line outer diameter measured 2.143mm, which is within the specification limits of 2.13mm-2.21mm per the medial extension line extrusion graphic. This indicates that the wall thickness measured within specifications. The proximal and distal lumens were flushed to check for any blockages. Water was able to pass through the distal lumen but not the proximal lumen. It was determined that this was likely due to the large build-up of biological material inside the proximal extension line. The proximal lumen was then attached to the pressurized leak tester. The proximal lumen was then pressurized, and the blockage was able to be cleared. The lumen functioned as expected once the blockage was cleared. A manual tug test revealed that the distal end proximal luer hubs were secure and intact to their respective extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the medial extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and extension line met all relevant dimensional requirements, and a device history record review was performed based on sales history and did not reveal any relevant findings. The point of separation was jagged, which is consistent with damage caused by undue force. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
A patient was transferred from one facility to another facility on 15/5/2020. The patient had a femoral cvc insitu (cs-15703-e). On the same day (15/5/2020) the nurse found the blue end port/hub of the medial 18ga line had broken off in patients' bed with line unclamped. Line was quickly clamped , and cvc removed.